Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A service history review was attempted, the investigation of the complaint articles has shown that: no service history review can be performed as part number 391.201 with lot number(s) p184578 is a lot/batch controlled item. The manufacture date of this item is 31-jul-2014. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hip arthroplasty procedure on (B)(6) 2016, the cable tensioner froze and the surgeon hit it with a hammer to get it working again. The patient was implanted with the corail hip system. The remainder of the surgery went as planned and the patient was reported as stable. This complaint is for one device. (B)(4).

Manufacturer narrative:
Service and repair evaluation completed for part # 391.201. The customer reported the cable tensioner froze. The cause of the issue is unknown. The device was sent to the vendor for repair on (B)(4) 2016. The vendor lubricated the spring and re-tested the item per the vendor work instructions. The device will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was conducted. The report indicates that the: DHR review for part # 391.201, lot # p184578, release to warehouse date: (B)(6) 2014 , expiration date: n/a , supplier: (B)(6). No ncrs were generated during production. Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Date corrected from (B)(6) 2016 replaced with (B)(6) 2016. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.